Event description:
It was reported the pt experiences tingling after stimulation is turned off. The pt stated the tingling began after he was in a motor vehicle accident. The sjm rep met with the pt but the pt did not wish to be reprogrammed. The pt elected to have this program erased to avoid any stimulation being turned on. The pt indicated he still feels the tingling and his physician has ordered a myelogram as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.